Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 99% stenosed target lesion was located in the severly calcified and moderately tortuous mid right coronary artery (rca). During insertion, the physician advanced the guidezilla, inside a unspecified guiding catheter. However the connection part of the guidezilla separated after approximately 5 minutes of use while at the subclavian artery. The procedure was completed with another of the same device. There were no complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).